Manufacturer narrative:
Device passed the displacement test and self test. No unexpected frozen display anomaly noted. However, device received with high sleep current measurement due to moisture damage on vibrator motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The buttons were not responding and pump screen did not turn off. The customer¿s blood glucose level was 276 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.